Manufacturer narrative:
(B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report pertains to two instances of the same product. Concomitant med products: unknown shoulder humeral cup; unknown shoulder humeral body; unknown shoulder humeral stem; unknown shoulder glenosphere; unknown shoulder metaglene; unknown shoulder metaglene screws x 4.

Event description:
Article received entitled the reverse shoulder endoprosthesis delta xtend. Two patients experienced significant inferior glenoid scapular notching requiring surgical exploration and exchange of the glenosphere component in both cases. The proximal humeral stem and the humeral cup will both be reported as the possible causes of the notching for these two events.